Event description:
Customer alleged a patient fell out of a stretcher because the siderail had unlatched while in the locked position. According to the hospital, the patient was not injured and did not receive any medical treatment.